Event description:
On 6/27/2015 information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 99.92mcg/day) via an implantable infusion pump. On 6/27/2015 the company representative spoke with the nurse at the hospital. The patient¿s son had found the patient unresponsive. The patient experienced altered mental status. The location of the issue or symptom was an unknown location. The patient came into the emergency room (ER) at 3 am and the patient was hospitalized. The doctor put the patient on narcan drip. The patient stated that she had just taken an ultram. The patient was also on lyrica and topamax 200mg twice daily. The neurologist who saw the patient felt that was too high of a dose. The neurologist was concerned the pump may have been a problem. The physician believed that it was the oral baclofen that the patient was taking. The representative called the nurse around 10:45-11am and the patient was awake and doing fine. It was unknown what the cause of the event was. There was no problem with the device system and it was thought that there was something going on with the patient¿s oral medications. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).